Event description:
Purpel thrombocytopenic ideopathic (pti) [idiopathic thrombocytopenic purpura]. Insulin present lack of efficiency [drug ineffective]. Case description: medical device info: class iib. This spontaneous case reported by consumer (pt's mother) as "insulin present lack of efficiency" and "idiopathic thrombocytopenic purpura", and concerns a female treated with novopen 3, novorapid (fast-acting insulin aspart) and levemir (long-acting human insulin) from unk date to unk date due to type 1 diabetes mellitus. Patient's height: 130 cm. When injecting, a little blooding appears and then appears a purple spot and a nodule, and the pt was diagnosed with purpel thrombocytopenic ideopathic (pti). Sometimes the hematomas do not appear, but when the nodules appear the insulin present lack of efficiency. Even changing the penfill, the hematomas and nodules happen. The nodule appears under the skin and then it darkens. The pt uses bd 5mm needle with novopen 3. The injection site is rotated on the arms, abdomen, legs and breech. The nodules and hematomas appear at all regions but are smaller on the arms. Injections are performed where there are not hematomas. After injecting, the consumer does not exercise because she is resting and weak. No reuse of needles. The product is carried in a thermal box with cold element in direct contact. Novorapid and levemir are not injected in the same local and rarely at the same time. The product is stored in the refrigerator not in contact to ice. Levemir in-use is kept in the novopen 3 case in the drawer, novorapid is kept in the bag. The device has been in use for 3 years. When injecting the insulin she counts up to 10 and stop pushing the button when take the needle off the skin. The pt was hospitalized because of pit for six days in late 2008 and received gamaglobulin in the period. During this period, she made a myelogram and no cancerigen factor was found. She never made any surgery. Comment: company comment: purpel thrombocytopenic ideopathic (pti) (also called autoimmune thrombocytopenic purpura) is a bleeding condition in which the blood doesn't clot as it should. This is due to thrombocytopenia. "Autoimmune thrombocytopenia is often secondary to other conditions primarily inflammatory conditions in the connective tissue and malignant b-cell lymphomas. Most important is sle chronic lymphatic leucaemia and malignant lymphom"(1), the pt has a myelogram and it showed no cancerigen factor, so it is more likely that the pti is caused by an underlying disease than the insulin products. (1) niels ebbe hansen et al. Medicinsk kompendium 16th edition.